Event description:
The aquatrack was being used for initial arterial access with a (non-cordis) needle, which came apart at the hub. During this process, part of the wire's hydrophilic coating shaved off and remained in the tissue tract-not in the vasculature. The piece was visible on x-ray and appeared to be >/=5cm long.

Manufacturer narrative:
No part number or lot number provided with complaint. Per the instructions for use that is distributed with this product, the following precaution is stated: "do not use a metal torque device or metal insertion tool on a hydrophilic guidewire. This may damage and/or compromise the integrity of the coating." No lot number provided with complaint; therefore, unable to review device history record. The failure could not be verified due to no sample being returned; therefore, no root cause could be determined. No corrective action will be taken at this time.